Event description:
Reportable based on device analysis completed on 26mar2020. It was reported that there was no coiling in the vessel. A 2/3mm x 2.3cm interlock was selected for use. During the procedure, it was noted that the device did not coil in the vessel. The procedure was completed with another of the same device. No complications reported and patient's condition was stable. However, device analysis revealed detached interlocking arm and missing coil fiber bundles. It was further reported that the coil was not deployed successfully and was then retrieved safely. There were no device fragments left inside the patient's body.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only the main coil was returned for this complaint. The coil was found stretched and kinked . No more damages were found in the returned device. Microscopic inspection of the main coil observed that the zap tip has a smooth surface. The interlocking arm was inspected and it was found detached. The detached part was not returned. Dimensional inspection of the main coil was performed and observed that the outer diameter (od) of the zap tip and primary coil were within specification, however there were lacking coil fiber bundles.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only the main coil was returned for this complaint. The coil was found stretched and kinked . No more damages were found in the returned device. Microscopic inspection of the main coil observed that the zap tip has a smooth surface. The interlocking arm was inspected and it was found detached. The detached part was not returned. Dimensional inspection of the main coil was performed and observed that the outer diameter (od) of the zap tip and primary coil were within specification, however there were lacking coil fiber bundles.

Event description:
Reportable based on device analysis completed on 26mar2020. It was reported that there was no coiling in the vessel. A 2/3mm x 2.3cm interlock was selected for use. During the procedure, it was noted that the device did not coil in the vessel. The procedure was completed with another of the same device. No complications reported and patient's condition was stable. However, device analysis revealed detached interlocking arm and missing coil fiber bundles.